Event description:
It was reported that the ilet could not power on or accept a charge, and the charger indicator light did not illuminate despite attempts with multiple outlets with blood glucose reportedly over 500 mg/dl. This is consistent with a device not charging and a depleted battery. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included interruption of automated insulin delivery and reliance on subcutaneous insulin pens as backup therapy. Customer care provided support that included confirmation of shipping details, and initiation of replacement charger shipment. Investigation of this case revealed a charger or charging pathway malfunction associated with very low device battery and inability to charge. It was concluded, based on previously established findings for similar reports, that the cause was a malfunction of the external charging accessory leading to loss of power.